Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas inlet valve was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Reported via china aer database: it was reported a third-party testing company found that the tidal volume error was greater than 20%. There was no patient involvement.